Event description:
A report was received that a healthcare worker noted green stain on the right hand and the outside of the wrist with tingling after removing laryngoscope blades sterilized in the cidex opa. It was reported that their glove on the right hand had leaked. On 03/2005 they developed dermatitis and was treated with triamcinolone steroid cream. 04/2005 the report stated that the stain was completely gone.